Event description:
Additional information was received from the rep and it was reported that the rep got messages that showed 'device battery has depleted to the point of therapy unavailability in the time since last session.' And 'the device time has been changed in the last 30 days. Diagnostics may have inaccurate data from (B)(6) 23 2020 11:57:11 am to (B)(6) 2020 11:56:44 am.'

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that rep reports having difficulty with connecting to the implant, that it keeps saying communication in progress, for the last 5 minutes. Technical services (ts) told rep that she'll just have to abandon and reconnect, which she did and this allow her to reconnect to the implant. Rep then inquired about pt's usage which showed 3% usage from 10/26- 11/24. Recharge data: 12/26 29 minutes 50-100% 12/17 28 60-100 12/17 0 100 12/18 37 60-100 12/19 21 60-100 12/20 31 60-100 12/21 28 60-100 12/23 8 80-100 12/23 12 900-100 11/23 19 60-90% rep also mentioned that report showed device date was changed within the last 30 days. Ts reviewed with rep that usage is off, likely due to dates being off, thus the report is not accurate. Ts told rep that pt is using therapy since recharge data shows pt is recharging, although the dates are off, recharging is still reflective of the last 10 sessions available. During the call pt also mentioned that therapy is turning itself off, and he has to turn therapy back on by using MRI mode, which makes no sense since MRI mode turns therapy off, until pt exits the mode and they have the option to turn therapy on at the time. Ts advised rep to document when he noticed therapy off and for pt to turn therapy back on. If pt is still reporting therapy turning off then mdt files can be used to troubleshoot further with pt's logs. Pt said therapy turned of 2 times this week. The rep also mentioned that when she first connected to the implant, pt was at 600hz, but later it changed to 1000hz. She said she didn't change it